Event description:
Forty-one days post hvad implantation this patient had a controller exchange because his primary controller was not able to properly download data despite multiple download attempts and troubleshooting by clinic staff. Data for approximately two weeks was unavailable. There were no alarms associated with this event. The controller is being returned to heartware for evaluation. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Devices remain implanted.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation on (B)(4) 2015 . Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a null or empty vad ID, indicating that vad ID had not been set properly. This caused the inability to display full data as stated in event details. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The instructions for use outlines the care, maintenance and steps related monitor interface with the controller including connections, set-up and downloading. Based on the reported information with no required exchange of the monitor or cables and no discrepancy of the returned device with functional testing a definitive root cause cannot be determined; however it appears that user interface may have contributed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.